Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. An attempt to inflate the balloon material failed due to a leak resulting from a circumferential tear in the balloon material measuring 3 mm starting at 1 mm distal to the distal end of the distal ro markerband. No damage was noted to the markerbands. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Originally this was reported on (B)(4) 2012 alternative summary report. Based upon analysis completed on (B)(4) 2013 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified forearm shunt. On the first inflation the sv/5.0-4/4t/40 balloon was inflated to fifteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear.